Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant procedure, decreased r-wave variation was detected on the right ventricular (rv) lead. The rv lead was repositioned as a result; however, the helix could no longer extend. The patient experienced hypotension and a pericardial effusion and tamponade due to a cardiac perforation. A pericardiocentesis was performed and the lead was explanted in order to resolve the event. The patient is currently stable and recovering.